Event description:
Reporter stated that customer received the following results on the mobile system within 9 minutes and 7 minutes respectively: 11.8 mmol/l and 29.8 mmol/l, 29.8 mmol/l and 11.7 mmol/l result of 29.8 mmol/l was not duplicated. Sets of readings were taken at different times. The customer took his normal insulin dose of 30 units of levemir based on the 11.8 mmol/l result. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.